Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 419 mg/dl. Customer stated they were positive for ketones. Customer stated cannula was bent and they were bleeding at the site. Troubleshooting was declined for high blood glucose event. The insulin pump and reservoir will not be returned for analysis.